Event description:
The patient is male, (B)(6), his left anterior tibial artery and fibular artery were severely stenosis. The physician first used teumro 150 guidewire then changed to use sv5, during the advancement, the physician found the tip of the guidewire was stretched. The physician changed another one to complete. So far the patient is fine. During preliminary evaluation of the product the distal tip of the wire was noted to also be fractured.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample. The root cause was determined to be user error. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's global technical service center requesting assistance to end therapy on the homechoice machine during the initial drain. The home patient (hp) stated she knocked one of the bags off the table and the spike came out. The hp was assisted with ending therapy and would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the patient on (B)(6) 2010, who stated she does not recall the event, but stated she has not needed any medical intervention nor has had any illnesses from (B)(6) 2010 to present. The device was discarded. No further information was available.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stenting procedure on (B)(6), 2010. According to the complainant, the patient had colon cancer, and as a result presented with a four centimeter stricture located in the sigmoid colon. The anatomy was reported to be tortuous. During the stenting procedure, after the stent was deployed fifty percent of way it became "stuck", and the physician was unable to fully deploy or reconstrain the stent. The partially deployed stent was removed from the patient without issue. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be "stabilized".

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.